Event description:
Same case as MDR ID#:2134265-2013-03960;2134265-2013-03961. It was reported that during a percutaneous coronary intervention, an automatic pullback failure occurred. An atlantis sr pro2 catheter was used intended to visualize the target lesion. It was noted that during the procedure the mdu recognized the ivus catheter, however it was unable to perform automatic pullback. The physician completed the procedure with another with same catheter. No patient complications were reported and patient's condition is good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID#: 2134265-2013-03960; 2134265-2013-03961. It was reported that during a percutaneous coronary intervention, an automatic pullback failure occurred. An atlantis sr pro2 catheter was used intended to visualize the target lesion. It was noted that during the procedure the mdu recognized the ivus catheter, however it was unable to perform automatic pullback. The physician completed the procedure with another with same catheter. No patient complications were reported and patient's condition is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for evaluation. The hub flaps appeared normal and a good click sound was heard during insertion into the mdu system. The telescope assembly was able to properly pull back, advance, and retract. By using a test pullback sled assembly, the catheter was able to properly pull back manually and automatically. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed. (B)(4).